Event description:
It was reported that during implant attempt, the device had no telemetry and the battery voltage and battery impedance values were low. The device was not implanted into the patient and was returned for analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed, and no anomalies were found.